Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet contaminated with dried serum causing the eject-sleeve to stick to the collet in the reported problem area of the pipette assembly. The collet was replaced and the eject sleeve and plunger clamp was cleaned. The instrument was inspected, tested without further problem, and returned to service.